Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the lightsource did not start during service maintenance. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to the regional service center for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: damage on power supply unit, the power cannot be turned on a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation, due to damage on power supply unit, the power cannot be turned on which is traced to component failure. And for the newly identified malfunction mentioned above, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.